Manufacturer narrative:
Investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the programmer screen went dim as well as the device had a smell of burning plastic. No patient was involved in the event.